Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer blood glucose at the time of the incident was 200 mg/dl. Current blood glucose reading was 410 mg/dl. Customer states infusion set was not sticking. Customer had no symptoms. Customer will call back when she get at home. Product will not be returning for analysis.